Event description:
A customer reported that the pump issued a cartridge alarm 5. There was no adverse impact to the customer¿s blood glucose level, staying below 500 mg/dl. The customer reverted to manual injections for insulin therapy.